Event description:
The healthcare professional (hcp) reported that the patient's implantable neurostimulator (ins) was not working. It was noted that the patient was being seen in the emergency room (ER) the day of the report. The patient was to have a magnetic resonance imaging (MRI) of the abdomen, but it was not related to the device or therapy. It was further reported that the hcp was unable to communicate with the recharger or patient programmer (pp) to put into MRI mode. It was stated that the last successful recharge was several months ago. The patient indicated that they haven't tried recharging or getting stimulation back until the day prior to the report. It was noted that the patient hadn't wanted to use stimulation. Indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.